Event description:
A patient reported blood glucose results of "180 mg/dl" with a lifescan meter and "117 mg/dl" on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl - or in the case of intervening treatment, the expected value of <3mg/dl - thereby indicating a potential malfunction of the meter in terms of accuracy. The check strip test passed (result: 91 mg/dl range: 77-105 mg/dl).